Event description:
On (B)(6) 2009, an elevate was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff¿s attorney has alleged that, as a result of the implant, the plaintiff ¿suffered serious bodily injuries, including, but not limited to, extreme pain, continual bladder and urethra infections, add¿l surgery and other injuries.¿ it was also alleged that the plaintiff experienced significant mental and physical pain and suffering, has required add¿l surgery and medical treatment and she has sustained permanent injury. It was also alleged that the plaintiff¿s injuries will result in some permanent disability to her person.¿

Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.